Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -12.5/+1.5/094 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the device was returned dry in a small vial. Visual inspection found no visible damage to lens and clear residue and debris on lens. (B)(4).